Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
One cardiomems patient electronic system model was returned. External and internal visual inspections of unit revealed no discrepancies or discernible damage, physical nor wear and tear. Unit able to power on with unit cable. There was no issue with unit keeping power on. No potential for frayed wires. Unit extension cable performed with no issues. Unit loaded to start screen and passed patient data backup successfully. Root cause concluded to be no issue found. The reported issue with keeping pes powered on is inconclusive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics unit was replaced and there were no adverse consequences reported by the patient.